Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation: zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates the user pressed the "charge" button instead of the "shock" button. The user needs to manually press the shock button to deliver energy to the patient as this device is not designed to self-discharge. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.